Manufacturer narrative:
If implanted; give date: n/a (not applicable). The lens was not implanted. If explanted; give date: n/a (not applicable). The lens was not implanted. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the tecnis za9003 intraocular lens (iol) haptic broke when inserting into the patient¿s eye. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/28/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Viscoelastic residue was observed on the lens pieces. One of the haptics was observed detached. The detached haptic piece was not returned. The other haptic was observed slightly distorted. The customer's reported event was confirmed; however, the condition of the returned lens is consistent with a product that was handled and prepared for a surgical process. The condition of the returned lens does not suggest that damage was introduced during manufacturing. Manufacturing record review: a review of the manufacturing records was performed. The units were released according specification in compliance with the product intended use as required. Historical data analysis: a search revealed that no additional investigation requests for this production order number were found. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.